Manufacturer narrative:
The device has been received for eval. However, the eval is not complete. A supplemental report will be submitted upon completion of eval.

Event description:
Received info stating customer's pump is not charging when plugged into a power source.